Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not see clear. The patient could see the cracks in the defective lens on her eyeball. The patient felt scary. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).